Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk.

Event description:
It was reported that the customer alarmed during the prime process. Troubleshooting was performed. Reviewed the alarm history and found the alarm. The customer's blood glucose was 120mg/l. Also, it was mentioned that the device was stuck on the prime loop mode. Advised the caller that the insulin pump would be replaced. No further information was provided.